Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with fingerstick blood glucose values up to 271 mg/dl and reports of fluctuating glucose despite the pump delivering increased insulin; the user denied symptoms, denied infusion set leakage, and completed a tubing and infusion site change while reusing the same cartridge. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization and no emergency treatment. Investigation included troubleshooting and education, review of pump delivery behavior, and guided infusion set and tubing replacement. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the event remained of unclear cause given reported insulin delivery and subsequent set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.